Event description:
A ventilator was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a service required alarm was observed in the device's downloaded event log indicating the active exhalation valve was stuck closed. The device's system board needs to be replaced to address the issue. Additionally, not related to the reportable issue, several non-actionable errors were observed that would not affect the device's therapy delivery. The replacement of the system board and detachable battery would correct these issues. No components were replaced. The device was returned to the customer unrepaired due to failure to approve the quote provided.